Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the anterior and posterior cuffs remained attached to the link and their respective needle tips. There was approximately 1/2 inch of monofilament remaining attached to the needle tip; the rest of the monofilament was not returned, which limited the scope of the evaluation. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation, the condition of the returned device, and due to the all of the parts not being returned, a probable root cause could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the knot was advanced to the arteriotomy surface, it "stalled" and could not be advanced further. The suture was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.